Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "rupture and capsular contracture baker grade unknown". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, bubbles in the gel and weight within specifications. Gel was observed to be cloudy with voids after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional confirmed right side "capsular contracture baker grade iii"